Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at 16:10, the director of the department was in the small operating room, and the patient was placed under local anesthesia for temporary venous catheter insertion for renal dialysis. It was stated that after the disinfection preparation was completed, the patient was prepared for a catheter implantation. After the puncture needle was successfully inserted, the guidewire was then inserted into the puncture needle for about 3cm and then it was stuck and could not slide. The guidewire could not be withdrawn even after repeated attempts. Finally, the needle and the guidewire were pulled out together, and it was found that the guidewire still cannot be withdrawn. It was mentioned that the catheter was immediately replaced, and the patient was cannulated with a new central venous catheter kit, and the cannulation was successfully completed. There was no reported patient outcome.